Event description:
A customer reported a delivery issue with a replacement of a adc device. The customer initially reported that their sensor detached prematurely and a replacement order was made however, they did not receive their ordered. As a result, the customer had to go to the ER where they received unspecified medical treatment. No treatment details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue with a replacement of a adc device. The customer initially reported that their sensor detached prematurely and a replacement order was made however, they did not receive their ordered. As a result, the customer had to go to the ER where they received unspecified medical treatment. No treatment details were provided. There was no report of death or permanent injury associated with this event.